Event description:
Set at 120 vapor and 20 coag with only 1732g and 16 sec. The laser disintegrated, and pieces of fibers broke off in patients bladder. Had to be retrieved by md. Dates of use: 2008. Diagnosis or reason for use: bph.